Event description:
During a cholecystectomy procedure, valve of reducer part had been broken, and air leaked. Another like device was used to complete the case. There was no consequence to the patient.